Event description:
The customer initially reported that the knife blade did not advance. No additional information was available from the site. The incident device was returned and a visual inspection revealed that one of the gray jaw wires was bare.

Manufacturer narrative:
(B) (4). A visual inspection of the incident device revealed that one of the gray jaw wires was bare. The insulation has been peeled back from the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the patient. The knife was not damaged and extended and retracted normally when the trigger was activated.